Event description:
Dealer states the chair is in drive lockout from the elevate system. Dealer states he tested the seat elevate drive lockout harness and it is good. The problem is probably the helix box.